Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Reportedly, customer went to the emergency room (ER) on (B)(6) 2025 and was subsequently hospitalized due to a blood glucose (bg) level of 793 mg/dl. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Reportedly, customer reverted to an alternate method of insulin therapy.